Manufacturer narrative:
Additional information: the reaction was in one leg only. There were no challenges or deviations related to the location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to sfj and there was compression of the gsv. The issue is now resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A venaseal closure system was used for treatment of the great saphenous vein (gsv). Local anesthesia was used and the vein closed. It was reported that the same day as the procedure skin irritation occurred and thrombophlebitis experienced along the treated gsv.